Manufacturer narrative:
The impact to performance and outcome as a result of the impella related events (e.g., pump stop alarms and stopping of the pump) is unknown. There is not enough to exclude the impella device used as an associated factor. The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: direct aortic insertion, ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient (unknown ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced a positioning issue, suction events, atrial fibrillation with cardioversion by implantable device and a pump stop with a restart. The patient would eventually expire. The patient presented with acute on chronic heart failure exacerbation status post right heart catheterization. Patient was on inotropic support and afterload reduction drips now with intra-aortic balloon pump (iabp) being evaluated for left ventricular assist device (lvad). There were elevated pulmonary artery pressures despite iabp, and the decision was made to implant an impella 5.5 device for improved left ventricle off-loading and pulmonary artery pressures optimization. Approximately seven days after start of the support, the impella 5.5 pump required repositioning due to placement signal low alarm as well as one suction, secured at 45cm. The patient had been cardioverted due to atrial fibrillation. The following day there was another suction event the patient encountered when leaning forward. The performance level was decreased from p-9 to p-8 with resolution. Two days later, it was noted the patient was unfortunately no longer a candidate for advanced therapies given persistent fever and multi-organ dysfunction. The patient remained under supported despite being on performance level p-8 on near maximal pharmacological support. Impella support continued per the plan. However, later that afternoon, the impella 5.5 device pump stopped alarm triggered three times, the pump stopped and restarted at performance level p-8. It was further explained that the event occurred while the patient was sitting in the chair being wheeled outside, which was aborted; patient taken back to the room the patient was alert and talking visiting with family. All drips remain where they were all day. The physician noted there is no back up plan if the pump stops again and fails to restart as the patient is a do not resuscitate status and there is no escalating care other than maintaining the current chemical support. The following day it was noted no additional pump alarms; however additional pressors were added to help maintain blood pressure while the patient managed affairs prior to plan for comfort care later in the day, which subsequently occurred, and the patient expired.

Manufacturer narrative:
The investigation of positioning issues, temporary pump stop, and vf/vt/af/at has been completed. There was no problem found during the case with pump relative to pump stop event. The device functioned/operated to specification. The root cause of the positioning issue was not determined due to insufficient clinical information. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details.